Manufacturer narrative:
(B)(4). The reported event was identified during review of a journal article author, theodoros balbouzis et al. Granulomatous lung disease following metallosis from hip arthroplasty. Event date is sometime in 2015. Device was implanted sometime in 2011. Device was explanted sometime in 2015. Concomitant product: liner and stem revised is a competitor product. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02141.

Event description:
It was reported in a journal article that one patient was revised approximately 4 year post-implantation due to metallosis, high cobalt and chromium levels, osteolysis of the proximal femur, pseudo tumor, pain, decreased range of motion and polyethylene liner wear. The head, liner and stem were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.